Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. A screw and plate were returned assembled for evaluation. The screw was removed from the plate and measured to identify it. The screw was also screwed into the plate to see if it could be replicated for the screw head to go all the way through the plate. It went through the plate easier than expected but there is quite a bit of damage to the locking head. The blue anodize is all stripped off. The screw head and plate have damage to them as well. The damages were likely caused during an attempt to impact the screw with driver to the plate. Dimensional analysis where measured were conforming to specifications. The screw head and the plate dimensions were not performed due to the damages. No serious injury occurred. The malfunction has not been previously reported to have caused a serious injury.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. A screw and plate were returned assembled for evaluation. The screw was removed from the plate and measured to identify it. The screw was also screwed into the plate to see if it could be replicated for the screw head to go all the way through the plate. It went through the plate easier than expected but there is quite a bit of damage to the locking head. The blue anodize is all stripped off. The screw head and plate have damage to them as well. The damages were likely caused during an attempt to impact the screw with driver to the plate. Dimensional analysis where measured were conforming to specifications. The screw head and the plate dimensions were not performed due to the damages. No serious injury occurred. The malfunction has not been previously reported to have caused a serious injury.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110030301 rm740m prx hum hi plt lt 4h 90 mm. Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when screwing in a proximal cancellous bone screw, the screw slipped through the plate hole when using the torque limiter. The screw was recovered. Attempts have been made and additional information on the reported event is unavailable at this time.